Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, missing reservoir tube o-ring, and a broken reservoir tube lip. The reservoir tube lip was completely broken off and the test reservoir would not lock/click into place.

Event description:
The customer reported via phone call that the rubber gasket came off of the top of the reservoir compartment a month ago. The reservoir compartment was also chipped. The reservoir did not fit securely inside of the reservoir compartment. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage; the customer stated the damage occurred through normal use. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.